Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw2025 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the introducer met resistance at skin where the seeth the skin, clinician pulled the introducer back and noticed a lip on the introducer that was not allowing for smooth insertion. No patient harm was reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damage to the introducer was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr microintroducer dilator/sheath. The sample contained blood residue throughout and the distal edge of the sheath was partially curled backwards. Microscopic examination of the sheath distal sheath edge showed that the force associated with the damage had occurred at two points. It appeared that the sheath had made planar contact with an object which caught the sheath and forced the sheath edge backwards. Further microscopic examination revealed similar damage to the dilator tip, directly forward from the sheath damage. Typical causes of this kind of damage occur during use and include advancing the sheath/dilator into the edge of tough tissue, into an incision which is not sufficiently large, or at a steep angle. Using a slight rotational motion during advancement of the dilator/sheath assembly can mitigate this type of event. A lot history review (lhr) of recw2025 showed no other similar product complaint(s) from this lot number. - attachment: [(B)(4).pdf].

Event description:
It was reported that when inserting the introducer met resistance at skin where the sheeth the skin, clinician pulled the introducer back and noticed a lip on the introducer that was not allowing for smooth insertion. No patient harm was reported. 12/2/2019: additional information rec'd via medwatch "went to place microintroducer in the patient's right basilic vein and it would not advance during PICC placement. Removed and noticed defect. Area where peel away sheath meets dilator was not smooth and had a lip on it. Dropped new microintroducer set and placed PICC without complications. No harm to the patient, just noticed it would not advance."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damage to the introducer was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr microintroducer dilator/sheath. The sample contained blood residue throughout and the distal edge of the sheath was partially curled backwards. Microscopic examination of the sheath distal sheath edge showed that the force associated with the damage had occurred at two points. It appeared that the sheath had made planar contact with an object which caught the sheath and forced the sheath edge backwards. Further microscopic examination revealed similar damage to the dilator tip, directly forward from the sheath damage. Typical causes of this kind of damage occur during use and include advancing the sheath/dilator into the edge of tough tissue, into an incision which is not sufficiently large, or at a steep angle. Using a slight rotational motion during advancement of the dilator/sheath assembly can mitigate this type of event. A lot history review (lhr) of recw2025 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the introducer met resistance at skin where the sheeth the skin, clinician pulled the introducer back and noticed a lip on the introducer that was not allowing for smooth insertion. No patient harm was reported.